Manufacturer narrative:
The device is not required for return to animas.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient¿s blood glucose on an unknown date was above 500 mg/dl without signs or symptoms of hyperglycemia. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s basal rate settings were recently changed. During troubleshooting, it was reported that the patient had not programmed the basal rate setting correctly. There was no allegation or indication of a device issue. This complaint is being reported because the reported health event was attributed to a reported use error.

Manufacturer narrative:
Follow-up #1 date of submission 03/03/2016-product analysis: the device was returned and evaluated by product analysis on 02/23/2016 with the following findings: a device malfunction could not be confirmed or duplicated with investigation. Review of the pump¿s black box data revealed no abnormal pump behavior or evidence of related issues. The total daily dose history was appropriate per the user programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).